Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the shell and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening smooth on the posterior and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a opening smooth on the posterior due to smooth opening and a sharp broken on the plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.